Event description:
It was reported that the patient had a pericardial effusion. There were no obvious signs of perforation on the echocardiogram. However, the effusion was not getting better, so the physician decided to reposition both leads. The right atrial (ra) and right ventricular (rv) leads were repositioned due to the suspected micro perforation at an unknown location. No additional adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
Evaluation conclusion code was updated.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.